Event description:
During injection into the nasolabial folds the physician immediately observed blanching in the upper nasal area on the right side. Within 24 hours the patient called reporting pain to the gum area and around the injections site, along with redness and edema traveling up to the tear trough area. The doctor prescribed oral augmentin along with icing the area. Further treatment noted a day later, the patient's father who is a physician also prescribed oral valtrex. The injecting physician is not certain if this event is an infection, hepatic or a vascular event.

Manufacturer narrative:
Med watch sent to FDA on 04/22/2008.